Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during peritoneal dialysis therapy. It was determined that the patient's manual drain volume was 1741 ml, and the largest fill volume was 2000ml. The patient would continue therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.